Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus was notified of the following literature: [pd1-12] usefulness of enteroscopy using ultrafine endoscopy in crohn's disease by hironori kitamoto, shuji yamamoto, makoto okabe, yusuke motozawa, and hiroshi senoo. In the medical care of inflammatory bowel disease, endoscopic remission has come to be emphasized as a long-term treatment target in treat-to-target with the progress of medical treatment in recent years. Crohn's disease (cd) causes chronic inflammation of the entire gastrointestinal tract, and balloon-assisted endoscopy (bae) is often used to evaluate small intestinal lesions, which is particularly important when considering treatment strategies. However, in cases with adhesions, we often experience cases where deep insertion is difficult. This time, we investigated the usefulness of bae in combination with an ultrafine-diameter endoscope for transnasal endoscopy for cd cases that are difficult to insert with normal diameter bae. Of the 137 cd patients who underwent bae at our hospital from january 2018 to july 2021, 23 had difficulty in deep insertion (19 males, 4 females, a total of 30 cases). The deep evaluation was performed by inserting the normal diameter bae as much as possible, removing only the normal diameter scope, and inserting an ultrafine diameter endoscope (olympus; gif-xp290n) into the indwelling overtube. The items to be examined were 1) achievement rate of deep evaluation by the same test method, 2) presence / absence of change in treatment policy before and after the same test, and 3) adverse events. Twenty-eight of the 30 cases (93.3%) had stenosis that could not be passed by normal diameter bae, and the remaining 2 cases (7.7%) were difficult to insert due to severe adhesion. The achievement rate of deep evaluation was 26 out of 30 (86.7%), and the cases that could not be evaluated deep were 3 cases in which the overtube could not be placed near the stenosis site and 1 case in which the anastomotic site was severely stenotic. It was judged that treatment change was necessary in 18 cases (69.2%) out of 26 cases that could be evaluated deeply by changing from normal diameter bae to ultrafine diameter endoscope. Bae combined with an ultra-fine endoscope enabled deep evaluation of cases of cd intestinal stenosis at a high rate. The test results often lead to treatment changes, suggesting that this is a useful test method for optimizing treatment. The authors used an olympus gif-xp290n to perform the procedures and the following adverse event was reported: small intestine perforation, 1 patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.